Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and nausea. The cause of the events was not reported. It was reported that the patient was hospitalized for the events. The patient was treated with unspecified antibiotics reported as anti-infective therapy. It was reported that the patient was discharged from the hospital. At the time of this report the patient outcome was reported as "recovering". Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.